Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A left ventricular (lv) and right atrial (ra) lead were present within the patient, but were not targeted for extraction. Once access was obtained from the pocket, damage to the lv lead was noted, and the decision was made to extract it. Spectranetics lld ezs lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight and a spectranetics medium visisheath dilator sheath on the rv lead, there was very little advancement. Switching to the lv lead with the same glidelight and visisheath, no forward progress was made. Switching to a spectranetics 11f tightrail sub-c rotating dilator sheath, advancement was slowly made to the end of the subclavian. Next, focusing on the rv lead, a 16f glidelight and large visisheath were used to eventually extract the rv lead. Then, the 14f glidelight and the medium visisheath were used on the lv lead, and although the lead started to separate, extraction was completed. Upon removal of the glidelight and visisheath, the patient¿s blood pressure dropped, and cardiac tamponade was detected on intracardiac echocardiography (ice). Rescue efforts began immediately, including rescue balloon, pericardiocentesis, sternotomy, and bypass. Once the chest was opened, a perforation from the subclavian vein into the carotid artery was discovered, believed to have been caused by the visisheath. In addition, a coronary sinus (cs) perforation was discovered, due to traction from the lld ez (MDR #3007284006-2024-00247). Repairs to the perforations were made; however, the patient did not survive the procedure. This report captures the medium visisheath in use when the subclavian and carotid perforations occurred, requiring intervention, but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A3b): patient gender unk. A4): patient weight unk. D4/h4): the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3): the visisheath was not returned, thus no returned product investigation was performed. H6): perforation of vessels and death are known risks of complication with use of the visisheath device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.